Event description:
It was reported that the right ventricular lead had varying and high superior vena cava (svc) impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event. It was also reported that the left ventricular lead had high impedance and thresholds increased to 4.0 volts at 1.0 milliseconds. Reprogramming was completed and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694965 lead, implanted: (B)(6) 2005. A 5076-45 lead, implanted: : (B)(6) 2005. A 5076-58 lead, implanted: : (B)(6) 2009. : (B)(4).